Manufacturer narrative:
Medtronic received notification of a literature article entitled: "effect of the urgency and landing zone on rates of in-hospital death, stroke, and paraplegia after thoracic endovascular aortic repair in japan" katsuyuki hoshina, masaaki kato, shin ishimaru, nobuaki michihata, hideo yasunaga, and kimiiro komori on behalf of the japanese committee for stentgraft management https://doi.org/10.1016/j.jvs.2020.12.091. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts were implanted in patients along with non mdt stent grafts for a tevar endovascular treatment. The present study used data from the japanese committee for stentgraft management¿s national registry, which contains unique surgical data, including surgical timing, anatomic factors, and pathologic factors, to determine the generalized community experience with thoracic endovascular abdominal aortic repair (tevar). The following malfunctions were reported: migration, type I, ii, iii <(>&<)> IV endoleaks the following serious injuries were reported: occlusion, renal dysfunction, organ failure, rupture, wound complications, thromboembolism, stroke, paraplegia patient deaths were also reported, but as there is no causal link between patient deaths and the device the deaths will be made not reportable.